Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient reported that they are working with their ent specialist and is awaiting testing. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported patient had a bad fall , hit head her head and tailbone and now was having dizziness. No further complications were noted or anticipated.